Manufacturer narrative:
Patient weight was not provided for reporting. Date of event: it was reported that the plate broke on (B)(6) 2018. It is unknown if this is the date when plate broke or when it was found that it broke. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent a procedure for femoral synthesis. Post-operative, the plate broke. Patient was revised on (B)(6) 2018. Revision surgery was completed successfully. This report is for one (1) ti lcp(tm) distal femur plate 9 holes/236mm-left. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 422.255, lot# 9889143. Manufacturing location: (B)(4), release to warehouse date: mar 23, 2016. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product investigation was completed. The received condition of the device agrees with the complaint description since the received plate was broken as claimed by the customer. As relevant for the complaint condition ¿the plate broke post-operatively¿, the following features have been identified and measured. All dimensions of the received plate which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. During the manufacturing process, the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero point through the inspection sheet and the lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards. As such, a manufacturing issue can be excluded. As there is not hardness test defined during the manufacturing process regarding to titanium plates, the raw material certificate was checked, and it was found that all used raw material fulfilled the specifications. From the manufacturing point of view this complaint is rated as not valid since no deviations were found in the documentation. Additionally, all relevant measurements performed during this investigation were according to the specifications. No further actions have been taken since no manufacturing issue was detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Concomitant devices added concomitant devices and therapy date is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device has been returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: trauma cable/wire (part: unknown, lot: unknown, quantity: 1) 5.0mm titanium (ti) locking head screw self-tapping 40mm (part: 413.340, lot: l215058, quantity: 1) 4.5mm ti cortex screw self-tapping 38mm (part: 414.838, lot: 9516744, quantity: 1) 4.5mm ti cortex screw self-tapping 44mm (part: 414.844, lot: 2551493, quantity: 1) 4.5mm ti cortex screw self-tapping 54mm (part: 414.854, lot: 9011796, quantity: 1) 5.0mm ti locking head screw self-tapping 80mm (part: 413.380, lot: l233522, quantity: 1) 5.0mm ti locking head screw self-tapping 80mm (part: 413.380, lot: 9576479, quantity: 1) 5.0mm ti locking head screw self-tapping 75mm (part: 413.375, lot: 9460267, quantity: 1) 5.0mm ti locking head screw self-tapping 55mm (part: 413.355, lot: 9773936, quantity: 1) 5.0mm ti locking head screw self-tapping 50mm (part: 413.350, lot: l073373, quantity: 1) 5.0mm ti locking head screw self-tapping 38mm (part: 413.338, lot: 9849484, quantity: 1)